Event description:
The sales rep accidentally provided a non-sterile salesman's sample to the hosp catheterization lab as sterile product for use in a diagnostic procedure. Director of catheterization lab services, was notified of the event by boston scientific/namic on 9/1/1999. The pt underwent a routine catheterization with no additional cardiac interventional procedure required. As reported by the hosp on 9/20/1999, the pt had been placed on preventative antibiotic treatment. The pt is home, with no signs of infection. The hosp continues to monitor her condition. If further info becomes available which would require co to supplement this medwatch report, co will do so.